Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensors. Customer stated the sensor was reading all over the place and one time it was low, 70's mg/dl. Customer ate to treat the low blood glucose and checked manually and blood glucose was 400' mg/dl. Customer stated he removed the sensor and it worked fine. Customer stated that he got calibration error and sensor was not giving any readings on the insulin pump. The customer was educated regarding possible causes of calibration error and how to properly calibrate. No further information provided.